Event description:
It was reported that (1) 350l was used during an unknown procedure. It was reported by the rep that the nurse notified that the plastic conical tip of a 350l came off during the procedure. The plastic conical tip was found in the abdominal wall and was recovered. The surgeon had to increase the port size slightly to recover the plastic tip from the abdominal wall. The subject trocar was used for the entire case. There was extended or time.